Manufacturer narrative:
Initial reporter last name - (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap was cracked. The cracked minicap was discovered before use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B5: it was further reported the cracked cap resulted in a loss of betadine. H10: the sample was received for evaluation. A visual inspection of the actual sample with the naked eye was performed which noted a crack on the rim of the minicap. Dimensional measurements were performed and the device met specifications. Functional leak testing revealed the device leaked due to the crack. The reported condition was verified. The cause of the crack could not be determined; however, a potential cause could have occurred at the time of connection due to over torqueing of the cap on to the transfer set. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.